Manufacturer narrative:
(B)(6). Unknown when non-union started. This report is for unknown 100mm lag screw/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Original implant sometime in (B)(6) 2015. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a revision surgery removal of tfn due to non-union and replaced with 12 hole 95 degree blade plate 60mm. Original surgery in (B)(6) 2015. Reporter states he was only told of non-union, no reports of pain. This complaint involves 3 devices.this report is 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Spelled out abbreviation in the description for (tfn) trochanteric nail fixation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.